Manufacturer narrative:
This report is for an unknown constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: khorami, m. Et al (2014), the comparison of results of treatment of midshaft clavicle fracture between operative treatment with plate and non-operative treatment, the archives of bone and joint surgery,vol. 2 (3), pages 210-214 (iran). The aim of this prospective clinical trial study is to compare non-operative management of displaced mid-clavicle fractures with a figure-eight bandage and operative management with plate and screws in terms of union, final outcome and complications. Between 2011 to 2013, a total of 65 patients were included in the study. These patients were non-randomly divided in two treatment groups. The first group underwent non-operative treatment with figure of 8 bandage in 30 patients (23 male and 7 female) with a mean age of 30 years, and the other underwent operative treatment with plate fixation using a 3.5 millimeter dcp plate with at least six cortical screws in 35 patients (25 male and 10 female) with a mean age of 31 years. All patients were followed at weeks 2, 6 and 12, and at month sixth. The mean follow-up period was unknown. The following complications were reported as follows: operative group: 9 patients were dissatisfied with the result of treatment. Most dissatisfaction resulted from clavicle appearance (13.8%), pain (21.5%), motion restrictions during performing heavy work with more reduced ability than the opposite side (16.9%). 5 patients had surgical site infections. 6 patients complained of pain at the fracture site after complete union. 2 patients suffered from nonunion. 18 patients had delayed union. This report is for an unknown synthes dynamic compression plate/screws constructs. This is report 1 of 1 for (B)(4).